Event description:
Upon administering the flu vaccine with a 25g/1 in needle to the left deltoid I was met with resistance. I tried again in a different spot on the same arm and again needle did not puncture the patient's shin. I apologized to the patient and parent. I explained that the needle was not entering the patient skin and I did not want to force it. I explained that I needed to dispose and replace the needle. I replaced the needle, administered the vaccine in the patient's left arm without any complication.